Manufacturer narrative:
The investigation into the aic - battery failure (red alarm) has been completed since the original report was filed. The device was returned for investigation. Console was inspected and tested on an engineering lab bench. System functions properly when transport protection is engaged. When the transportation switch was disengaged, the system was not able to run without ac power- as expected and issued a battery failure alarm. The cause of the battery alarm failures in the field was likely due to a momentarily disengaged transport connection switch (use error).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The abiomed field service representative reported the user facility had a battery failure on the automated impella controller (aic) during set-up. There was no patient involvement.